Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia (vt) ablation interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the vt ablation procedure was completed. Reportedly, when attempting to push down the knots of both of the prostyle sutures with the knot pusher, the knots did not fully advance down into the arteriotomy and a suture break occurred with both sutures. The physician thought the the patient anatomy (being obese) contributed to the difficulties. Another proglide device was used and the knot was fully advanced; however, as this was a large hole, hemostasis was not fully achieved so the physician decided to use manual arterial compression to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. Suture/link pulled until it breaks contributed to the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.